Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had heard stories of the pump getting entangled in intestines. There was no reported drug information. Another patient reportedly heard it from the "grapevine".